Event description:
The customer reported that when he checked his blood glucose level, the pdm read high (>27.8 mmol/l [>500mg/dl]). When he checked the infusion site, he noticed that the cannula had dislodged and was no longer in the skin.

Manufacturer narrative:
The product will not be returned for evaluation. The user reported that the cannula was out of the insulin site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.